Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that needle fractured while in the body. The customer¿s blood glucose level was 179 mg/dl. Customer stated that the needle is hard to remove that caused her to bleed. Customer reports the needle is no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.